Event description:
Procedure performed in the svc: physician reports that (2) protege gps stents were placed in a stenosis of the superior vena cava of a patient approximately 7 months ago and both stents at post-procedure angio have migrated down with the force of blood flow and are sitting sideways in the right atrium. Physician reports that measurements were taken of the vessel before stenting and also pre-dilated with a 14mm balloon. Physician then deployed (2) 14mm x 40mm, overlapping protege gps stents. Physician then believes she post-dilated both stents with a 16mm balloon. On 11/06/2007 during a post-procedure angio, physician identified the migration of both stents.

Manufacturer narrative:
Please reference MDR 2183870-2007-00092 for the additional device used in this procedure.